Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem customer technical support (cts), however the customer was unable to complete the check at the time of call. Reportedly, customer would change the supplies to address the issue. Customer's blood glucose level was high mg/dl on the continuous glucose monitor. Elevated blood glucose was addressed with correction bolus via the pump.